Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced premature ventricular contractions due to left ventricular lead stimulation. The lead as turned off on an unknown date. On (B)(6) 2018, during an unrelated procedure, the lead was capped. The lead was later explanted on (B)(6) 2018, during an unrelated procedure. There were no patient consequences.